Manufacturer narrative:
The lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 1,540,860 short circuit counts on the atrial lead since (B)(6) 2015. Beginning the week of (B)(6) 2015, the average atrial lead impedance ranges between 218-296 ohms with a lifetime minimum of 177 ohms. Polarity changed from bipolar to unipolar between (B)(6) 2014 and (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance and oversensing noise. Insulation damage was also suspected. It was also reported that the patient was experiencing intermittent pocket stimulation with atrial pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.